Event description:
(B)(4) study. Same case as: 2134265-2012-07376. Same patient as: 2134265-2009-01279. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and underwent surgery. In (B)(6) 2008, during the index procedure, the physician implanted two(2) taxus express 2 (3.0x12mm and 3.0x32mm) stents in the proximal left anterior descending (lad). In (B)(6) 2012, coronary angiography was performed in the proximal lad and 75% restenosis was revealed. The restenosis was in the lad main branch and expansion of dd (end-diastolic dimension) and low ejection fraction was confirmed. Few days later, the patient was hopitalized. The patient underwent coronary artery bypass grafting (CABG) with no ischemic symptoms noted. In (B)(6) 2012, the patient was discharged. In (B)(6) 2012, a 4-year follow-up performed the patient had no anginal symptoms.

Manufacturer narrative:
Device is a combination product. Date of birth - (B)(6) 1928. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).